Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the right atrial lead exhibited noise oversensing which led to inappropriate mode switch episodes. The patient presented in clinic on (B)(6) 2019 and the lead was reprogrammed. The patient was not symptomatic at any period.